Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm both errors via the error log. The fse was able to reproduce error 4039 by starting up the analyzer. The fse was also able to reproduce error 2016 by priming the wash. The fse found that the wash probe lead screw was dirty and had black build up on it which is usually caused by accumulation of dust build up. The fse cleaned and lubricated the wash probe along with the lead screw and guiding rod. The fse replaced the wash probe tip. The fse ran wash prime multiple times. The instrument passed the wash prime without any errors. A daily check was also performed and instrument passed. The customer ran controls and results came within range. The aia-360 analyzer performed as intended and returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2019 through aware date (B)(6) 2021. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7- list of error messages states the following: 2016 - error message: bfprobe suction failure. Description: suction by the bf probe is abnormal. Troubleshooting: contact the service department. 4039 - error message: wash probe home not found. Description: the home position of the bf probe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem re-occurs, contact the service department. The most probable cause of the reported event was the wash probe guiding rod and lead screw needed to be cleaned. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 2016 bf probe suction failure. The technical support specialist (tss) advised the customer to inspect the wash supply and waste suction lines for pinched lines and per the customer, none are obstructed. The customer will reboot the analyzer and perform a daily check. Customer had called back to the technical support line a few days later to indicate that the error had returned. The customer also reported an error 4039 wash probe home not found. The aia-360 instrument is down which caused a delay in reporting beta human chorionic gonadotropin (bhcg) and progesterone (prog ii) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer was dispatched to address the reported issue.